Event description:
Allegedly, patient underwent revision surgery on right hip due to pain, a subsequent MRI which revealed significant metallosis as well as pseudotumor founded, the capsule and short external rotators were not attached to the posterior trochanter, there was a significant metallosis of the trunnion of the dual modular neck as well as the inner portion of the head and at the junction of the neck and stem on both sided of the taper.

Event description:
Allegedly, patient underwent revision surgery on right hip due to pain, a subsequent MRI which revealed significant metallosis as well as pseudotumor founded, the capsule and short external rotators were not attached to the posterior trochanter, there was a significant metallosis of the trunnion of the dual modular neck as well as the inner portion of the head and at the junction of the neck and stem on both sided of the taper